Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-02642. It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken where one adapter was explanted and replaced with an octrode lead which resolved the issue.